Event description:
The customer observed falsely elevated sodium, potassium, and carbon dioxide results generated on the architect c16000 processing module for multiple samples not reported out of the laboratory. The following results were provided: sample 1: co2 = >600 mmol/l, repeat result normal, k+ = >7 mmol/l, repeat result normal. Sample 2: na 195 mmol/l, repeat normal. Sample 3: na 165 mmol/l, repeat normal. (Normal range carbon dioxide: 22-29 meq/l). No impact to patient management was reported.

Manufacturer narrative:
The technical support specialist (tss) inspected the instrument and observed a bubble on the a-line high concentration waste (hcw) nozzle tip. The tss resolved the issue by replacing the hcw peristaltic pump head. The pump, peristaltic head (rohs) was determined to be the likely cause of the issue. Return testing was not completed as returns were not available. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the architect c16000 processing module or likely cause parts as described. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the architect c16000 processing module serial number (B)(6) or the pump, peristaltic head (rohs) was identified. Completed information for section a1 patient identifier: sample 1, sample 2, sample 3. All available patient information was included. Additional patient details are not available.